Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation; however two images were provided by the customer and reviewed by engineering to confirm that the obturator tip had broken. In the absence of the subject device, it is difficult to determine the root cause of the incident. Engineering performed a lab experiment to test the customer's suggested root cause of heat generation by the scope, however was unable to confirm the fracture would be related to this. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the experience could not be determined, applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested from the customer and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Robotic assisted nissen fundoplication (dr. (B)(6)/ (B)(6)) - "the trocar was being used in conjunction with a zero degree scope to gain access into the abdomen. After trying to gain access unsuccessfully for about 15 minutes, the scrub tech realized that the surgeon was improperly twisting and applying pressure to the scope vs. The trocar itself. They switched to a veress needle to gain access and then inserted the trocar. They then used the same obturator to gain access into the ancillary port. After several minutes of unsuccessfully trying to enter the abdomen, the dr. Removed the trocar to look at it and noticed the obturator tip had broken. The dr. Removed the broken pieces from the subcutaneous fat layer and a bladed trocar was used to enter the abdomen. The scrub tech believes the trocar was compromised due to the extended exposure to the heat generated by the scope. " patient status n/a.